Event description:
It was reported that the patient's lead impedance measurements were greater than 10,000 ohms on electrode #11. The patient was receiving fairly effective stimulation. Further information has been requested.